Event description:
On (B)(6) 2010 patient had an aortic valve replacement. The implant was the carbomedics top-hat 25ml valve manufactured by sorin. Immediately after the implant, patient was feeling great until about 6 months ago when he started feeling weak, dizzy, was always falling asleep, experienced chest pain, migraine, and shortness of breath especially when lying down on his back or on his side. He says he's up to date with his medical exams and ekgs. Last week his doctor told him his aortic valve was regurgitating and therefore leaking. And that the left side of his heart was gradually swelling up. He's worried and will like for his valve to be checked and replaced.